Event description:
As reported: "not possible to lock in the nail."

Manufacturer narrative:
Please note that this report represents the final FDA submission concerning assembling issue for t2 end caps. Based on a comprehensive review of the complaint history, no additional serious injuries have been identified within the past two (2) years. Therefore, this failure mode will no longer be classified or reported as a malfunction after this report. A supplemental report will be sent as a final report. Additional information has been requested and if received, will be provided in the supplemental report.